Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated the sensor was inserted on approximately (B)(6) 2020. On (B)(6) /2020, she had sensor errors for a total of 3-4 hours and was not receiving readings. She did not feel that her blood sugar was low, but she blacked out from a low level. She still had the sensor in place and does not think the device alerted her prior to losing consciousness. Her neighbor was at the back door, heard her, and thought she was having a seizure, so called the paramedics. Before the emergency medical technicians (emts) arrived, the patient woke up in the kitchen feeling very sweaty and ate some peanut butter. On arrival the paramedics checked her fingerstick bg (no value provided) and did not give her any glucose or other medications. She did not sustain any injury when she passed out. At the time of the report she was stable. During troubleshooting it was noted that her phone had updated to an incompatible software version. Data was provided for investigation but does not reflect the full investigation window. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.